Event description:
It was reported that the patient presented to the hospital for a routine follow-up on (B)(6) 2021. During examination, it was noted that there was noise on the right ventricular (rv) lead for high ventricular rates. The physician performed testing on the patient and lead noise was reproduced with aggressive pocket manipulation only. Programming changes were made for the rv lead , which resolved the lead noise issue.. The patient was in stable condition before, during and after intervention.